Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, the device was interrogated and the battery capacity was observed to be nearly 85% and a failure to charge was observed along with no charge time data available. The physician alleged a device malfunction. The physician elected to not implant the device and to implant another device at a later date. The patient experienced no consequences.

Manufacturer narrative:
As received, the device was above eri. A capacitor charge timeout was confirmed in the device image. No anomalies were found on the bench. No anomalies were found from the hv capacitor analysis. The cause of the charge time out remains undetermined.